Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was the sterility compromised based on gap? Is there a photo of the gap available? If yes, please send to (B)(4).

Manufacturer narrative:
(B)(4). Additional information: the tcr75 instrument and tyvek were visually inspected. The tyvek had been fully peeled away from the blister and the blister was not returned. The tyvek was viewed under ultraviolet (black light) where the sealed/unsealed areas of the tyvek lid are easily differentiated. Evidence was present around the entire circumference of the tyvek lid indicating that the package was fully sealed to the blister at one time. It cannot be determined what gap may have been present in the package as it was seen at the end user. Due to the presence of full seal on the package lid at analysis, the complaint cannot be confirmed. Lot history records for k4dj2g, product code tcr75, were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that prior to an unknown procedure the nurse found there was a small gap between the tyvek film and the paper of the sterile package. She opened the package and removed the reload out. The surgeon did not use the reload on patient. Changed to new one to complete the procedure. No adverse event on the patient.